Event description:
It was reported that the lead tip punctured through the skin and was exposed. The healthcare professional (hcp) opened the pocket site and cut the proximal end of the lead. The lead was then removed by pulling it out where it came through the skin. The lead was explanted. Symptoms included erosion at the lead location. It was noted that a CT scan was performed. There was no alleged product issue. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a change in stimulation prior to the revision. The reporter stated that the revision was due to one lead eroding and electrodes 12-15 were removed on (B)(6) 2013. The reporter noted that it was unknown how the lead was removed. It was noted that the implantable neurostimulator (ins) pocket was irrigated during the revision.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was doing fine following the procedure.

Manufacturer narrative:
Product ID 3888-45 lot# va00tcq, implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type lead product ID 3487a-45 lot# v949340, implanted: 2012 (B)(6), product type lead product ID 37744 lot# serial# (B)(4), product type programmer, patient product ID 37754 lot# serial# (B)(4), product type recharger product ID 3487a-45 lot# v641616, implanted: 2012 (B)(6), product type lead product ID 3708220 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID 3708220 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID 3888-45 lot# va00tcq, implanted: 2012 (B)(6), : product type lead. (B)(4).